Event description:
The patient was implanted with a left ventricular assist device (lvad). The heartfailure nurse reported that, one week post-implant of the lvad, the patient had remained critically ill in the ICU and was experiencing post-op bleeding. Waveforms and log files were submitted to the manufacturer for analysis. An echocardiogram (echo) was performed which showed left ventricle thrombus. Support was withdrawn.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.